Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer planned to follow up by trying to charge the pump using a wall outlet, as it was initially connected to a car charger. Upon follow-up using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump.